Event description:
When pt opened door of cycler, cassette was leaking, also the inside of door was wet. This occurred during fill when pt was having difficulty with the machine. The cycler has since been replaced. There is no sample. There is no report of pt ill effect.

Manufacturer narrative:
Device history record review: 2 complaints have been received on this lot. Sample analysis: there is no sample for an eval. The complaint is unconfirmed. Conclusion: no further investigation required per complaint investigation procedures. Event data to be trended through quality data analysis procedure. No CAPA required; does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.